Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708120, serial# (B)(4), implanted:(B)(6) 2010, product type: extension. Product ID: 3776-45, serial# (B)(4) implanted: (B)(6) 2010, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient.

Event description:
Additional information was received from consumer regarding the implantable neurostimulator. In 2006 - patient stated she was not using or recharging the stimulator because it didn't add to the pain relief after patient got the pump and asked about it being removed and was told it didn't need to be removed. In (B)(6) 2015 - patient stated she got her stimulator and leads removed due to an MRI that was needed on patient left knee for surgery.

Event description:
It was reported the patient was implanted in 2003 and then in 2006 they had a pump implanted. The patient reported their stimulator has not been functioning for about 3 years. When the stimulator ¿ran out, depleted¿ they chose to leave it in and go with the pump therapy. The patient now needs to have it removed so they can get an MRI. The patient was questioning the procedure for the removal of the leads along with the device. The reason for the MRI was ¿somewhat related to the device¿ but having the stimulator has been an ¿impediment¿.